Manufacturer narrative:
The product was not returned for evaluation a lot history review was performed and no nonconformances or complaint trending could be identified for this part number or lot number. The pictures submitted with the record do not show contamination in the fluid path and is not foreign material to the stopcock. The stopcock underwent further processing at customer site. Without the benefit of samples, it can't be confirmed when, where, or how this material ended up in the final stopcock packaging. The defect was noticed after final packaging and there is no report of discovery of the defect upon initial receipt at the customer site. The defect cannot be confirmed.

Event description:
It was reported that a free-floating particle was discovered in the final product bag. This defect was discovered during visual inspection of the final product bag during final product packaging. The particle was isolated and identified using a fourier transform infrared spectroscopy and scanning electron microscopy. The report indicated that the particle (s1) was characterized to be consistent with chlorinated polyolefin (polyethylene). The most intense peaks are the silicate si-o and si-o-si peaks at 1031 and 1007 cm-1. The relatively intensity of the methylene (ch2) peak at 1443 cm-1 indicates the hydrocarbon is highly chlorinated. The ester peak at 1726 cm-1 is a relatively minor component as indicated by its low intensity and is likely an additive or minor degradation product.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.